Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. Reportedly, in the same replacement procedure, the non-bsc right ventricular (rv) and right atrial (ra) leads were explanted due to noisy signals. The ra lead was stuck in this device header and had to be cut to be removed. Subsequently, this crt-d was successfully replaced, it is not expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Corrected fields: b2 (outcomes attrib to adv event) - hospitalization was added. B5 (event problem) - orthography errors were corrected. H6 (device codes) - corrected with the use of more pertinent codes. H6 (impact codes) - corrected with the use of more pertinent codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. Reportedly, in the same replacement procedure, the non-bsc right ventricular and right atrial (ra) leads were explanted due to noisy signals. The ra lead was stuck in this device header and had to be cut to be removed. Subsequently, this crt-d was successfully replaced, it is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Corrected fields: b2 (outcomes attrib to adv event) - hospitalization was added b5 (event problem) - orthography errors were corrected h6 (device codes) - corrected with the use of more pertinent codes h6 (impact codes) - corrected with the use of more pertinent codes upon receipt at our post market quality assurance laboratory, the cardiac resynchronization therapy defibrillator (crt-d) was thoroughly inspected and analyzed. Visual inspection found a missing right atrial (ra) plug. The ra setscrew was difficult to move due to blood at the end of the ra port. A review of the device memory log found that while implanted, the device recorded no suspicious faults or resets. The laboratory analysis confirmed an induced damage on this crt-d. However, this damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. Reportedly, in the same replacement procedure, the non-boston scientific right ventricular and right atrial (ra) leads were explanted due to noisy signals. The ra lead was stuck in this device header and had to be cut to be removed. Subsequently, this crt-d was successfully replaced and returned for analysis. No additional adverse patient effects were reported.